Manufacturer narrative:
Concomitant medical products: 5054-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it appears to be oversensing on the atrial lead at times on the stored atrial high rate event. The atrial lead remains in use. Additionally, the right ventricular (rv) lead capture threshold has been varying over time. The rv lead remains in use. No patient complications have been reported as a result of this event.